Manufacturer narrative:
H1: type of reportable event corrected from malfunction to serious injury. H6: evaluation conclusion codes corrected from 50 to 61. Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. There is blood in the middle sheath.

Event description:
It was reported that the stent jumped during deployment. The 50% stenosed target lesion was located in the moderately calcified straight iliac artery. The vessel diameter was 6 to 7mm. An antegrade approach was used to access the lesion. A non-bsc sheath and non-bsc 0.035 guidewire were used. Pre-dilation was performed. A 7x60x130 innova and an 8x60x130 innova were selected for use. Both stents jumped forward upon initiating deployment. Both stents were able to be fully deployed using the thumbwheel without damaging the stent. The stent implant locations were more forward than planned. The procedure was completed by placing a third stent to cover the intended location. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. There is blood in the middle sheath.

Event description:
It was reported that the stent jumped during deployment. The 50% stenosed target lesion was located in the moderately calcified straight iliac artery. The vessel diameter was 6 to 7 mm. An antegrade approach was used to access the lesion. A non-bsc sheath and non-bsc 0.035 guidewire were used. Pre-dilation was performed. A 7 x 60 x 130 innova and an 8 x 60 x 130 innova were selected for use. Both stents jumped forward upon initiating deployment. Both stents were able to be fully deployed using the thumbwheel without damaging the stent. The stent implant locations were more forward than planned. The procedure was completed by placing a third stent to cover the intended location. No patient complications were reported.